Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer states that up and down buttons were sticking. Customer states that there was frequent battery changes. Customer also states that she got off the pump a month ago due to a hospitalization, stay was not related to diabetes and the doctor will not put the insulin pump back in since it is in such bad shape. The insulin pump will not be returned for analysis.